Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle experienced a damaged needle hub. The following information was provided by the initial reporter: during intramuscular injection of a drug, the base of the secure needle got broken at the start of the injection. This happened without noticeable difficulty at the time of the injection (patient agitation, excessive pressure on the syringe connected to the needle) no consequences for staff; for the patient, need to perform the injection with another needle, hence 2 injections.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 305895 and lot number 2104012. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, six unused samples were returned for evaluation by our quality engineer team. Through examination of the samples, no defects could be observed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident.

Event description:
It was reported that bd eclipse¿ needle experienced a damaged needle hub. The following information was provided by the initial reporter: during intramuscular injection of a drug, the base of the secure needle got broken at the start of the injection. This happened without noticeable difficulty at the time of the injection (patient agitation, excessive pressure on the syringe connected to the needle) no consequences for staff; for the patient, need to perform the injection with another needle, hence 2 injections.